Event description:
Attorney's report of patient's alleged chronic drainage, persistant infection, severe pain, exploratory surgery in 2005, and mesh explant in 2006.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our current knowledge.